Event description:
Approximately 18 months after a three level acdf with the anterior cervical plate, a revision surgery was performed due to adjacent level disease. During the revision surgery, the plate's lockscrew stripped would not come out. The lockscrew was drilled off with a metal cutting burr. Then, a bone screw stripped and was removed by drilling out partial corpectomy and using a vice clamp.